Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced overstimulation with their scs while driving through a toll and while riding on the subway a few days later. Reportedly, troubleshooting with diagnostic testing revealed normal impedance values. "Howbeit", the physician has opted for surgical intervention as the next course of action.

Manufacturer narrative:
Corrected data: patient and device codes corrected due to the fields were inadvertently submitted with the incorrect information in the initial report.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2018. Effective therapy was confirmed post operatively.